Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 0184 implanted (B)(6) 2011 section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-jul-2024 / serial or lot#:  (B)(6); mfg date: 14-jul-2023; h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the ventricular assist device (vad) patient has experienced an arrhythmia due to worsening right ventricular failure.  The patient had their ICD interrogated and it was noted that they had ventricular tachycardia (vt) at the same time of the interrogation.  Review of logfile data revealed a motor start event with parameters outside of the typical range and it was confirmed by the patient that it occurred during a controller exchange.  There was an unexpected loss of power as the patient was changing power sources as they were rushing and did not reconnect well.  The patient recently had an echocardiogram which showed worsening right ventricular failure.  Hospice was discussed, patient declined.  The vad remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6)2023 at 10:10:40 and on (B)(6)2024 at 10:07:02, in which the motor start parameters were atypical. Additionally, log files revealed a sudden decrease in power consumption estimated flows starting on (B)(6)2024; however, no alarms were logged within the analyzed period. Log file analysis also revealed a controller power up event with an associated pump start event was logged on (B)(6)2024 at 10:31:11, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 26% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 89% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twenty-one (21) seconds. No anom alies were recorded leading up to the loss of power. Log file analysis did not reveal any power disconnect alarms within the analyzed period. As a result, the reported atypical motor start parameters, low flows and loss of power events were confirmed. The reported power disconnect event could not be confirmed. However, it is likely that the loss of power event was perceived as the reported power disconnect. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient had a history of right ventricular failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the reported controller loss of power event can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.